Manufacturer narrative:
The oad was received at csi without the crown for analysis. Visual examination of the oad driveshaft revealed a fracture on the distal edge of the crown. When tested, the oad functioned as intended. Scanning electron microscopy (sem) analysis revealed an adequate crown weld, with no deficiencies that would have contributed to the crown detachment. Driveshaft flexing at the weld location can initiate a fatigue failure and sem analysis identified fatigue at the site of the driveshaft fracture. At the conclusion of the device analysis, the reported event that the oad fractured was confirmed. It is hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity, or encountered resistance that pushed the driveshaft into a tight bend shape, however the exact root cause could not be confirmed. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution.

Event description:
The coronary orbital atherectomy device (oad) encountered resistance as it was advanced to the distal side of the target lesion located in the left anterior descending (lad) artery with the use of the glideassist function. Resistance continued as the oad was operated on low speed using proximal-to-distal technique. Imaging was performed and revealed the oad driveshaft had fractured. The fragment was retrieved with a balloon and a guide catheter, and the procedure was considered complete. The patient was in good condition. The target lesion was located on the proximal side of the lad, had a 90 degree bend with 95% stenosis and was 2.5mm in diameter.